Manufacturer narrative:
The device was returned to the manufacturer for analysis. Motor battery pcba passed bench output testing. Visual inspection identified leaky capacitors, and the board has minor warping. Installed pcba in test system and it functioned as expected. Batteries were charged as expected. He unplugged the umbilical cord and the battery is charged all the way. Company representative was onsite to perform system checkout and noted that site rt said they left the system on for the whole night which caused the battery to drain. Battery replaced as a courtesy and system checkout performed. System passed all testing. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system was powering off and giving a battery critical error message when attempting to drive it out of the operating room and down the hallway approximately 30 feet. He reported that the motion batteries were not holding charge after being charged overnight and for 1.5 hours in the operating room. He requested a system checkout. There was no impact on patient outcome.